Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: a review of the black box showed call service 078 alarms had occurred. The rewind, load and prime steps were performed successfully. No alarms occurred during testing. The pump was opened, and moisture damage was found on the printed circuit board. The pump case was cracked between the keypad and case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.